Event description:
The customer reported via phone call indicating that she had a high blood glucose but not hospitalized. Customer's blood glucose was 400 mg/dl. The customer was treated with insulin pump. During troubleshooting the customer found out the cannula is bend. The customer was advised that the bent cannula may interfere with the amount of insulin delivered and also may contribute to high blood glucose. The customer was advised to change out entire infusion set.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.